Manufacturer narrative:
The reported event of decreased sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During implant, decreased sensing was observed on the right ventricular (rv) lead. The physician attempted to resolve the event by repositioning the rv lead but was unsuccessful. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.